Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The rad/gain calibrations were overdue. The imaging system then passed the system checkout, and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the image quality on the 2d shots were washed out. The 3d was fine. There was a less than 1-hour delay to the procedure, and no impact on patient outcome. It was noted that the fluoro gain calibrations were 8 days overdue. It is suspected that the abs was turned off, and the kvp is at 125.